Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B) (4). (B) (4).

Event description:
Adverse event(s): "problem with near vision", "blurry vision" (blurred vision); "double vision" (diplopia); "pain" (pain); "tiredness" (fatigue); "ocular burning" (burning sensation). Product problem(s): "none reported" (no info [iol (intraocular lens) implant)]. A consumer reported that following bilateral intraocular lens (iol) implant surgeries, he is having problems with his near vision and is experiencing blurry vision, double vision, pain, tiredness and ocular burning. He stated that his surgeon did not find any problems, told him that the events will improve, and that this is a question of adaptation. The consumer reported that the surgeon recommended a retinal mapping be performed but it has not been done yet. The surgeon also prescribed him glasses to correct for distance and near vision to which he (the consumer) expressed dissatisfaction. Additional info has been requested. There are two medical device reports associated with these events. This report is for the left eye.